Manufacturer narrative:
The reported event of sensing, capture and high impedance anomaly was confirmed. The cause of the anomalies was determined to be due to an anomalous integrated circuit.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardioverter defibrillator to be implanted exhibited failure to sense, high pacing impedance, and device port issue when the lead was connected. The implantable cardioverter defibrillator was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.